Manufacturer narrative:
Visual analysis of the returned device noted "1 empty syringe of 1.0ml received in an opened tray without cap and with one needle. No defect observed." Device labeling addresses the reported event(s) as follows: "precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that during injection with 1 syringe of juvéderm® ultra xc, the needle disengaged and the product was lost. Patient contact did occur. No injury to the patient or injector. The packaged needle was used for the injection.